Event description:
It was reported that the patient experienced dissatisfaction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and no new device was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Event: additional information was reported that the rear tip was not long enough, the cylinder was repositioned and a longer rear tip extender was implanted, no device was explanted at time of surgery,

Event description:
It was reported that the patient experienced dissatisfaction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and no new device was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the rear tip was not long enough, the cylinder was repositioned and a longer rear tip extender was implanted, no device was explanted at time of surgery.